Manufacturer narrative:
The explanted lead was not returned to bsc as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent a lead explant procedure due to inadequate stimulation caused by lead migration. The lead was replaced with a surgical lead and the patient is reportedly doing well post operatively.

Event description:
A report was received that the patient underwent a lead explant procedure due to inadequate stimulation caused by lead migration. The lead was replaced with a surgical lead and the patient is reportedly doing well post operatively.

Manufacturer narrative:
Record review revealed no additional information related to the complaint, therefore the probable cause selected is no problem detected.